Event description:
It was reported that a new ilet user experienced a low blood glucose to 60 mg/dl that was treated with cookies and popcorn, followed by sustained hyperglycemia over 400 mg/dl for more than three hours with trace ketones after apparent overtreatment of the low and an infusion set issue evidenced by mismatch between reported change and device history; an infusion set-only change was performed, insulin delivery was resumed, and the caregiver administered 5 units of fiasp by injection with the ilet disconnected per guidance. Symptoms included feeling flushed and sweaty during the hypoglycemia. Outcomes included use of backup therapy with subcutaneous insulin and oral carbohydrates, with no loss of consciousness, seizure, professional medical intervention, or hospitalization. Investigation included product troubleshooting and user education on appropriate treatment of hypoglycemia and verification of infusion set replacement. Investigation of this case revealed user-related factors including overtreatment of hypoglycemia and probable infusion set lapse prior to replacement, consistent with hyperglycemia due to insufficient insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.